Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case had a slight dent on the corner and the battery door was broken. A review of the event history log (ehl) identified pump motor drive off post, battery communication timeout, battery not working. During the functional testing was unable to duplicate the battery communication timeout. The battery values were within specifications. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced battery as preventative measure. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump was not working. No patient injury was reported.